Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 36. On (B)(6) 2019, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.